Manufacturer narrative:
The referenced pump exchange due to suspected thrombosis, replacement of the external/distal end portion of the driveline and pump exchange due to suspected internal driveline compromise were reported under MFR medwatch report #s 2916596-2014-00485, 2916596-2015-00039 and 2916596-2016-02411 respectively. (B)(4). Approximate age of device - 7 months (calculated from the date when the system controller was issued to the patient - (B)(6) 2016). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was skating and fell on (B)(6) 2017. There was no adverse impact to the patient; however, the system controller¿s screen ¿went dark¿, with the yellow wrench symbol remaining illuminated. It was reported that pump function was not affected. The patient attempted to switch the lvad to the backup system controller but the pump did not start when connected to the controller. The patient switched the lvad back to the original system controller, and pump function resumed. The lvad clinician later changed the lvad system to another system controller, and no issues were reported. It was reported that x-rays of the driveline were unremarkable. The patient has reportedly been non-compliant with the lvad and external equipment. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. The system controller ((B)(4)) exchanged for a damaged lcd display and yellow wrench alarm and the system controller ((B)(4)) that reportedly did not start the pump during a system controller exchange were both returned for evaluation. Review of the retrieved and submitted log files for system controller (B)(4) revealed an active replace controller alarm as a result of an lcd fault at approximately 12:33am on (B)(6) 2017. This alarm was accompanied by a corresponding yellow wrench advisory alarm. The alarm did not affect the controller's ability to support the pump at the set speed. At 1:21am the driveline was captured as disconnected and the controller was no longer supporting the pump. At 1:22am the driveline was captured as reconnected and the controller resumed pump support at the set speed. However, the replace controller alarm remained active during these events. These events appear consistent with the damaged lcd display and the report of the patient briefly switching to a backup system controller. When a test lvad was connected the controller ((B)(4)) supported the pump at the set speed. The damaged lcd display was replaced with a test lcd display. Using the test lcd display the controller displayed all parameters and messages without any issues and passed functional testing. The report of the lvad not starting during a controller exchange to (B)(4) could not be confirmed during the investigation of the returned system controller. The log file retrieved from the returned system controller contained approximately 102 days of data (dated (B)(6) 2016 - (B)(6) 2017, according to the timestamp). The events in the log file appeared consistent with the system controller being used as a backup system controller. At 1:20am on (B)(6) 2017, the system controller was connected to external power. Soon after, the driveline was temporarily connected. Pump speed ramped up to 4190rpm before the driveline was disconnected approximately 1 second later. At 1:22am both power cables were disconnected and the controller was powered down. At 10:33am on (B)(6) 2017, the driveline was again captured as connected and the controller operated the pump above the low speed limit. However, both power cables were captured as disconnected and the controller was being supported by the internal backup battery. During this time the system controller alarmed with a no external power alarm. At 10:34am the driveline was captured as disconnected and the controller was powered down soon after. System controller, (B)(4), passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. Additionally, a driveline was connected multiple times without any issues. The controller was found to function as intended. As a result, the root cause of the reported events could not be conclusively determined nor correlated to a system controller related issue. However, the events captured in the log file suggest that the driveline was only engaged temporarily before being disconnected soon after. The root cause of this disconnection could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.